Manufacturer narrative:
Please note the date received by manufacturer was 23-mar-2017.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a transapical tavr procedure in the aortic position, during valve deployment (no bav) the delivery system balloon burst and the valve was not completely deployed. The broken balloon of the certitude delivery system could not be retrieved inside the sheath. Therefore both the sheath and the certitude delivery system were removed together. In order to completely deploy the valve, a new sheath and certitude delivery system were inserted. During post dilation, the balloon burst but the valve expanded now sufficiently and ai was reduced to moderate. The certitude delivery system could be removed without issues. The patient was noted to be in stable condition at the conclusion of the case. Note: this case pertains to the first delivery system balloon burst.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Visual analysis revealed a full radial tear in the balloon. The nose tip with guidewire lumen and distal piece of the inflation balloon was separated from the delivery system. No other visual abnormalities were observed. Due to the returned condition of the device (radial balloon tear, guidewire lumen separated from the delivery system) no functional testing was able to be performed. Dimensional analysis was performed. Balloon wall thickness measurements were taken to ensure that the thickness of the material was within specification. All measurements were within specification. During manufacturing the inflation balloons on the delivery systems undergoes multiple 100% inspections by manufacturing and quality. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-nonconformance contributed to the reported complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for ¿balloon ¿ burst¿ was confirmed, however, no manufacturing or IFU/labeling inadequacies were identified. We can speculate that the event likely occurred due to patient/procedural factors, such as calcification. Per the cer, the patient had ¿moderate¿ native annular and native leaflet calcification. No corrective or preventative action is required at this time. The complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was confirmed, however, no manufacturing or IFU/labeling inadequacies were identified. The withdrawal difficulty was likely caused by patient/procedural factors. If the compatible balloon device has an abnormal profile (cause by a rupture, for example), the balloon can be prevented from being withdrawn into the sheath. As it is being removed, the balloon can catch on the sheath tip and hinder device removal. An engineering evaluation and information provided in the cer confirmed that the delivery system¿s inflation balloon burst during valve deployment. The ruptured balloon then likely caught on the sheath as it was being removed, causing the withdrawal difficulty. The excessive force that was then used in an attempt to retrieve the balloon into the sheath likely caused the ruptured balloon material and guidewire to separate from the delivery system. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information provided advised that after the first balloon burst, the balloon caught on the sheath. The doctors tried pulling hard with the hope the balloon would enter the sheath at some point. However, the guidewire lumen started to separate and it was decided to remove the certitude and sheath all together. The patient¿s ai was paravalvular. Investigation is ongoing.